Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No error alarm noted in alarm history. Motor tested ok. However, noisy motor noted during testing due to faulty motor. Cracked case near all corners of display window and cracked battery tube threads noted during visual inspection. Moisture damage noted on lcd board.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 342mg/dl. The mother stated that the customer was vomiting prior to his admission. The caller mentioned that the battery was removed at the hospital to stop insulin delivery. Two days later, the mother called back and stated that the insulin pump has stopped functioning completely. The mother stated that the battery was removed for five to ten minutes, and they did not get any alarm. The caller stated that every time he fills his reservoir it makes a weird sound, and they were not able to rewind the device. The drive support cap appears normal. No further information was provided.